Manufacturer narrative:
Two (B)(4) returned unopened in original packaging. The lot number of the device ¿ 201910244 was verified. A visual inspection found one device encroaching in the seal on the side of the packaging. The second device had an identified material sealed in between the clear and paper side of the packaging; the material was not causing an obvious breach. A functional test was performed per (B)(4) rev.f which indicated the packaging of the device encroaching had an insufficient heat seal. The second device did not have a breach. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 74 complaints, regarding 156 devices, for this device family and failure mode. During this same time frame 6,306,240 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that sterility is guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, (B)(4), for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.